Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient went for their 4 month check up of their device after leaving acute therapy. According to the report, the patient had a magnetic resonance imaging (MRI) before the check up with their neurosurgeon who placed the device. It was recalled 4 months later during another routine check up with an MRI which showed the patient's ventricles had increased in size by 0.5mm. Reportedly, this finding led the neurosurgeon to check the setting of the device and observed that it was adjusted from 1.5 to 0.5. The neurosurgeon adjusted it back to 1.5 once they checked it but didn't recall the neurosurgeon checking the setting during the visit after the MRI. It was noted they weren't information by the neurosurgeon that the device could be impacted by magnetic forces.